Event description:
It was reported, "exeter bone plug cement restrictor cracked on insertion into femoral canal. Surgeon was a little surprised that it cracked. Item was used correctly during the case, although he did make comment that it was probably a 15 mm, so he went with a 16 mm plug."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Item was discarded. If additional information becomes available, it will be submitted in a supplemental report.